Event description:
The patient had a prophylactic generator replacement. The explant facility does not return explanted products. No additional relevant information has been received to date.

Event description:
Clinic notes were received as part of a prophylactic generator replacement referral for a new generator with day/night programming. Within the provided clinic notes it was indicated that the patient suffers hypopnea while sleeping related to vns stimulation, which was managed with a decrease in the vns output frequency. The clinic notes mention that the patient had a obstructive sleep apnea study performed that raised concern for possible sleep apnea. The physician reports during the study they highlighted episodes of hypopnea at time of vns activation and mention of obstructive sleep apnea and decreased rem sleep. As a result, the physician decided to decrease frequency of the vns stimulator. The patient's vns parameters and diagnostic results were found to be within normal limits. No other relevant information has been received to date.